Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had a display issue. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on november 5, 2008, in an attempt to contact the patient for follow-up questioning. The patient tests her blood sugar more than 4 times a day and she manages her diabetes via insulin on a sliding scale. The patient stated that the reported issue began on the day prior to original date in the evening. During that time, the patient noticed that some segments were missing from the readings and the meter was reverting back to the set up mode. The patient reportedly did not take any actions following the reported issue. On the same day lifescan was contacted at 1 pm, after the reported issue began, she reportedly experienced "sweatiness, weakness and blurred vision" which according to the patient were symptoms of low blood sugar for her. It is not known whether the patient obtained any readings on the subject meter during the issue and while experiencing the symptoms. The patient reportedly took food and/or beverage following the symptoms. The patient was not tested on any other meter. The patient did not seek any medical attention. During the troubleshooting, the cca noted that this was not a new product and the interface cable was not attached. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.